Event description:
The patient has cancelled the surgery to have band replaced. It is unknown at this time when the surgery date will be rescheduled.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4) - device remains implanted additional information provided: please verify, do you have the realize band or the lap band? Realize band when was the band implanted? (B)(6)-2009. How many adjustments did you have prior to the port disconnect? 7, in 2010 that is when I went to have a fill 3 weeks in a row and dr was not getting a return when he went with needle into the port so he had me go for the test . What type of tests did you have? Abdomen series, two ultrasound under fluoroscopy how was it confirmed that the port had disconnected from the band tubing? Using dye under fluoroscopy to see if port has come apart from tubing when I turned to right side that is how dr small saw that it had come apart. Was the port replaced? Or the port and the band? No the port was not replace, and the band was not replaced. Date of revision surgery? (B)(6), 2010, band and port were reattached. Please clarify, you are not able to eat or having difficulty eating, but you are still gaining weight? That is correct I am having difficulty eating so I was just taking in protein drinks and some time that would even come back up. Yes I am still gaining weight. Have you seen your doctor for this problem? Yes I have followed up with doctor since, I was still throwing up and was still gaining weight, so I had the band totally emptied and went for a ugi study and found out the band had slipped off stomach. "I will be having it removed on (B)(6). Dr (B)(6) is the surgeon that will be removing it. I do not have a time for that day."

Manufacturer narrative:
(B)(4).